Event description:
The surgeon implanted a silicone lens with model aq2010v. The lens was damaged during implantation and removed with no patient injury. Facility believes that the cartridge damaged the lens.